Manufacturer narrative:
(B)(4) bands failed to deploy. (B)(4) suture detached. (B)(4) handle broken. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found some residue present indicating use/handling. The handle assembly and trip wire were not returned for evaluation, the ligator head was the only component returned. The suture was broken with a portion still attached to the ligator head. Five bands were present on the ligator head, with three bands moved out of position and another band broken and caught under other bands. The ligator head teeth was noted to be slightly damaged. The complaint that the bands failed to deploy was confirmed. However, given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the first two bands were successfully deployed. However, when attempting to deploy the third band the physician could not rotate the handle, the third band was stuck and could not be released. The device was removed from the patient and the physician noted that the release suture had detached and was on the sixth band instead of the third band. The procedure was completed with another speedband superview super 7 device. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the first two bands were successfully deployed. However, when attempting to deploy the third band the physician could not rotate the handle, the third band was stuck and could not be released. The device was removed from the patient and the physician noted that the release suture had detached and was on the sixth band instead of the third band. The procedure was completed with another speedband superview super 7 device. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.